Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. An external/internal inspection was performed and passed. Device powered up properly and no errors occurred. Performed continuity test between power entry module (pem) ground and door post and resistance was 0.010 ohm's. Inspected all ground connections while monitoring the multimeter and there was no fluctuation in ohm's. Pal evaluated the device and found no failure or malfunction that could have caused or contributed to the ground bond failure. The assignable cause for the rite - ground bond failed performance spec was undetermined. The device was sent to service.